Manufacturer narrative:
Analysis of device diagnostics revealed the implantable cardioverter defibrillator functionality was normal. No anomalies were found.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited a low voltage output anomaly resulting in the patient falling into multiple episodes of non-sustained ventricular tachycardia. Programming changes were made. There were no patient consequences.